Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient was using omnipod 5 and was admitted to children's ward at western health and social care trust on (B)(6) 2026 with cellulitis. The patient was treated with oral flucloxacillin. The site was reported as red, hot, swollen, and with erythema. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospital visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.